Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 56 year old male was supported with an impella device while in the intenisve care unit. During use a yellow placement signal not reliable alarm reportedly occured. And the aortic position waveform was no lobger displayed. The situation was monitored and the alarm reportedly resolved without intervention. No adverse patient events were reported and the aic was not replaced.

Manufacturer narrative:
Additional information was received therefore d6b was updated.